Manufacturer narrative:
Device not returned for evaluation as of yet. Work order documentation reviewed, and all specifications were met. See scanned pages.

Event description:
It was reported during an oral procedure that the burs were breaking at the weld. It was further reported that an x-ray was taken to locate the position of broken pieces of the burs. It was reported that this was carried out in situ and not post op, and that these pieces were removed by hand/tweezers. The surgeon is uncertain whether all pieces were removed from the patient.